Manufacturer narrative:
Result - clevis pin, cotter pin.

Event description:
It was reported by service report that the head-end brakes are not holding. It is unknown if there was patient involvement, however, no adverse consequences are reported.